Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. (B)(4) - incomplete. The expiration date is currently unavailable. (B)(6).

Event description:
Distal biceps repair, surgeon - xxxxxx, hospital for specialist surgery (B)(6) 2017. Surgeon using speedtrap as per above with arthrex distal biceps button. Surgeon fed suture limbs of speedtrap suture through button & toggled into place. Speedtrap suture snapped (portion of suture which was threaded through button). Surgeon retrieved button & remaining suture. Removed the speedtrap suture completely from button & tendon. Did not attempt another speedtrap & used arthrex fiberloop suture without incident. No adverse event. Patient condition stable. No suture material remained insitu. 5 minute delay to procedure.

Manufacturer narrative:
Investigation summary: the complaint device was discarded and not available for evaluation. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy mitek complaints system revealed one similar complaint for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).